Event description:
Customer reports lancet was protruding from the end of the softclix lancet device. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.